Event description:
It was reported via repair work order that the brakes pop out once engaged due to worn brake cams and damaged brake rod nyliners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.